Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely causes of the reported failure are improper bone preparation, misaligned insertion, and prying/leveraging the device during insertion.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 3/8/2024, it was reported by a sales representative via (B)(4) that the eyelet of an ar-2324bcsp self-punching swivelock when inserting the anchor in the lateral row of a rotator cuff. This was discovered during an rcr procedure on (B)(6) 2024. The broken eyelet was removed, and the case was completed using a new swivelock. Additional information was provided on 03/11/2024 where the sales representative reported that an ar-2324bcsp swivelock was used to complete the case. The patient's bone was on the harder side of normal, and this was for lateral row fixation.